Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer observed quality control (qc) results recovering above the assay range after placing the incorrect filter (pro-gard) on the water processing module (wpm). A siemens ccc specialist remotely assisted the customer and the customer replaced the incorrect filter with the q-gard filter. Then, the customer emptied and refilled the water tank twice to flush out the system and ran both levels of qc, resulting within expected ranges. The customer resolved the issue by replacing the pro-gard filter with the correct q-gard filter. The cause of the discordant, falsely elevated co2 result was due to a use error. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely elevated carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s), who did not questioned the result. The same sample was repeated on an alternate dimension vista instrument, resulting lower and within the normal range. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 result.